Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported a month later that the cause was the patient had a horse accident and it was since then that he started to feel his wires pulling, but the cause was not that clear. Diagnostics performed was the patient was prescribed a cervico-thoracic corset that helped him. Surgery was done last week. The surgeon found the loops under the battery and behind the ear, the loops were large enough to give him the slack but were all tightly taken into the tissues (they could not slide). The surgeon dissected the tissues and replaced the lead with two loops. It was too soon to say if the feeling the wires pulling had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The patient reported via the company representative (rep) that he was feeling the wires pulling. The patient was referred to follow up with his physician. The rep clarified that the device was implanted for occipital nerve stimulation (ons). The device should be revised on (B)(6)2015. If additional information is received, a follow up report will be sent.